Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 2 days following, the implant of the implantable cardiac monitor (icm) the band-aid was removed and the header of the device was visible. When the patient returned to clinic 1 month post op, the device header was visible. The device was explanted. No further patient complications have been reported as a result of this event.